Event description:
Circuit set up on a servo 900c ventilator set at 15 liters of flow in conjunction with a fisher & paykel mr730 heater set at a patient temperature of 35. The therapist responded to a low volume alarm on the ventilator and noticed the circuit had melted mid-circuit. The damaged portion is approximately one and a half inches long.